Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure, the coil could not be advanced. The patient was undergoing treatment of the renal artery near their kidney. The 12mm x 40cm .035 interlock 2d coil was inserted in an unspecified catheter. The coil became stuck in the catheter "even after multiple flushing" was performed. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the interlocking arm of the main coil had detached.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed a coil and a delivery wire were returned. The delivery wire was severely kinked. The fiber bundles of the coil were covered in dried blood. The coil was kinked and stretched proximally. The interlocking arm of the main coil was not attached or returned. Microscopic inspection revealed the coil zap tip shape and surface were smooth. No damage was noted to the interlocking arm of the delivery wire. Dimensions which could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the presence of blood on the coil indicates insufficient flushing was performed. The dfu instructs the user to maintain continuous flush. (B)(4).